Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the line was noted to be leaking at the connection between the pn and the bifuse (which was distal to the quaclrifuse). Md determined to discontinue the pn and lipids and their attached tubing sets. Maintenance fluids were started until new pn and lipids could be obtained and no further issues occurred. There was no report of patient harm.

Manufacturer narrative:
The customer's report of a leak was confirmed. Visual inspection showed that the hub (collar) of the set's distal spin-lock assembly was cracked and fully separated along the length of the side of the hub. Inspection under magnification showed internal stress markings around the hub, and no obvious tool markings. During pressure testing with the luer securely fastened by using a 1/4 turn there was no leaking. Additional testing was attempted by inserting the set's distal luer end tip using only a straight in motion, and a leak was observed at the engagement. The cause of the leak was damage on the luer lock which likely contributed to an insecure connection. The damage is likely due to exposure to alcohol.

Event description:
The customer reported that the line was noted to be leaking at the connection between the tpn and the bifuse (which was distal to the quadfuse). Md determined to discontinue the tpn and lipids and their attached tubing sets. Maintenance fluids were started until new pn and lipids could be obtained and no further issues occurred. There was no report of patient harm.